Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pacemaker exhibited backup vvi operation. No programming was performed. On (B)(6) 2018, the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and normal functionality was observed. The cause of the bvvi could not be identified due to lack of information and device image corruption.